Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused persistant cough, broken rib and mild asthma. The patient did receive medical intervention and reported to see a specialist and was prescribed several inhalers. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.